Event description:
It was reported that the proximal humeral replacement due to tumor. When the implant was opened, the implant was sticking out of the sterile package. No delay in surgery as a replacement was immediately available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving an mrs humeral stem component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the component was not returned for evaluation. Medical records received and evaluation: not performed as the reported device was not implanted. -device history review: DHR review determined that the lot was manufactured and packed to specification. -complaint history review: there have been no similar events for the reported lot. Conclusions: the reported event could not be confirmed as the pack in question was not returned for evaluation. No further investigation for this event is possible at this time. If the product becomes available, this investigation can be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the proximal humeral replacement due to tumor. When the implant was opened, the implant was sticking out of the sterile package. No delay in surgery as a replacement was immediately available.